Event description:
A malfunction on a pump was reported by a caller, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions on how to reset the pump, and the malfunction code did not recur after the reset. The caller was advised to continue using the pump and to contact support again if the issue reappeared, which the caller acknowledged and understood.